Event description:
Pt was receiving a heparin drip at 1000 units/hr for atrial fibrillation, ptt results >150. Infusion was stopped at 2200 to be restarted at 700 units/hr at 2300. Infusion was restarted at 2315. Instead of 700 units/hr the pump was programmed to run at 700ml/hr. Error was discovered at 2330 when pump alarmed for end of infusion. Infusion was stopped and protamine sulfate was ordered, 50mg slow IV and pt was monitored for signs of bleeding.